Event description:
During set up the steel needle disengageed from the hub of the needle. The cannula fell off. The needle remained in the pt's arm. Estimated blood loss was 300-400 cc. There was no reported pt injury or medical intervention to correct for the blood loss by the pt. The needle was eventually moved from the pt's arm.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.